Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure 550:320 was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary.this device is a remediated colleague pump with a user interface module software version of 6.13.90.a device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a colleague infusion pump with a failure code 550:320. This condition had the potential to interrupt delivery. This event occurred upon power up in the "general pt ward" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.